Manufacturer narrative:
Due to the customer's choice of anonymity, any returned product cannot be matched to this report as no serial number was provided. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported the pt rec'd more medication than intended. On an unspecified date and time, the device was programmed to deliver an unspecified medication and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the customer contact reported the device "infused too quickly, critical clinical situation requiring rescue medication." Though requested, the customer contact declined to provide additional information including specific pt information, event details, the medical intervention provided and the pt outcome.